Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of device alarms. Engineering also observed unintended rf activation during functional testing. Based on the description of the event unit and the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch. Based on the initial description of the event, the event was not reportable as device alarms are unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the event unit experiencing unintended rf activation. Correction to section g3: update to correct receipt date.

Event description:
Procedure performed: bypass event description: translation: once connected, messages appeared repeatedly. Impossible to use the dm. After plugging in the device, messages appeared from the first use (clean device). Impossibility of use ...repeated messages. Additional information received from applied medical representative via email 01dec22: translation: there were no consequences, injury or otherwise, for the patient but a bad coagulation that generated several catches and increased the stress of the surgery. No consequences to report for the patient. Additional information received from applied medical representative via email 6dec23: this statement means no consequence for the patient and the surgery took longer than expected due to this problem with the voyant device. The device activated but the coagulation was bad and several messages appeared repeatedly on the generator such as ¿clean the device. ¿ type of intervention: device replacement. Patient status: there were no consequences, injury or otherwise. The surgery took longer than expected due to this problem with the voyant device.

Event description:
Procedure performed: bypass event description: translation: once connected, messages appeared repeatedly. Impossible to use the dm. After plugging in the device, messages appeared from the first use (clean device). Impossibility of use ...repeated messages additional information received from applied medical representative via email (B)(6)2022: translation: there were no consequences, injury or otherwise, for the patient but a bad coagulation that generated several catches and increased the stress of the surgery. No consequences to report for the patient. Additional information received from applied medical representative via email (B)(6)2023: this statement means no consequence for the patient and the surgery took longer than expected due to this problem with the voyant device. The device activated but the coagulation was bad and several messages appeared repeatedly on the generator such as ¿clean the device ¿ type of intervention: device replacement patient status: there were no consequences, injury or otherwise. The surgery took longer than expected due to this problem with the voyant device.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.